Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
Sticky residue on the posterior surface of a 12.6mm vticm5_12.6 -4.50/2.0/146 (sphere/cylinder/axis) implantable collamer lens after lens had been in contact with the cartridge was reported. Per the reporter the surgeon was able to clear the sticky residue and therefore found it satisfactory to implant the implantable collamer lens. Problem resolved. Lens remains implanted. Cause of event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.